Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 40 mg/dl, at the time of incidence. Customer treated with food for low blood glucose level. Customer was not using auto mode at the time of incidence. Customer advised to refer to their trainer or health care professional. Customer did not allege that the insulin pump was over delivering. The insulin pump will not be returned for analysis. Frn-mmt-332a-rsvr, unomed set.